Manufacturer narrative:
According to the information found on maude database, this event was reported by a user facility to the FDA on april 25, 2016 (maude adverse event report number : (B)(4)). At the date of this report, the voluntary medwatch form related to this complaint case has not been received by the manufacturer. (B)(4). The lot history record review was performed for the reported product lot number. It indicates that no nonconformance was recorded in the lot history. (B)(4).

Event description:
Surgeon inserted graft into patient. Surgeon said that it seemed to unravel whenever he cut into it and he had to repair it, which prolonged the surgical procedure.

Manufacturer narrative:
These correction and additional information are done as a result of the review of the complaint file for closure. Corrected data is related to h6. The device code (B)(4) is more appropriate for the reported event. Please note that it is commonly accepted among vascular surgeons that woven grafts are prone to fraying. For that purpose, precautions when cutting the graft are clearly mentioned in the instructions for use. Therefore, it is considered as probable that an user error has contributed to this event.